Manufacturer narrative:
(B)(4). Additional information received: I am not able to get any further information on this case. The surgeon told me about the incident a month following the incident. He described the leaking vessel as small, and that he would not have been using advanced hemostasis mode. At the time of reporting the incident, the surgeon said all was now good with the patient.

Manufacturer narrative:
(B)(4). Event date: (B)(6) 2016, exact event date not provided. The following information was requested, but unavailable: what was the approximate size of the vessel that bled post-operatively? What was the power level of the generator? What power level was the surgeon using to take the vessel? Was a blood transfusion given? If yes, how many units were given? Can the handpiece be identified that was being used in the procedure? Is the generator log available to be down-loaded?

Event description:
It was reported that a few hours after a nephrectomy procedure, the patients' blood pressure had dropped rapidly, and his/her abdomen swelling up. The patient was immediately brought back into theatre. The doctor found that a leak from a small artery, leading to around five liters of blood loss. He said the artery had been ligated with harmonic ace+7 (not with adh mode since a small vessel) during dissection around the pedicle. The pedicle itself was stapled and did not leak. The patient was taken back to surgery and the artery clipped to stop the bleeding. Hours delay in case. The patient is now doing ok.